Event description:
Allergan aesthetics received a report of a patient treated to the bilateral flanks, submental area, arms, and infra-scapular area with coolsculpting on (B)(6) 2020 and may have developed paradoxical hyperplasia (pah/ph) to the submental area, arms, and infra-scapular area .

Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Additional information was received that patient was treated on (B)(6) 2020 with 2 cycles of coolsculpting to the bilateral submental area with a coolmini applicator. On (B)(6) 2020, was treated with 1 cycle of coolsculpting to the left side submental area using a coolmini applicator. On (B)(6) 2020, the patient was treated with 4 cycles coolsculpting to the bilateral bra fat/back fat with a cooladvantage applicator. On (B)(6) 2020, the patient was treated with 2 cycles of coolsculpting to the bilateral arms with a cooladvantage applicator. The patient developed paradoxical hyperplasia (pah/ph) to the submental area, arms, and infra-scapular area .

Manufacturer narrative:
Additional information.

Event description:
Allergan aesthetics received a report of a patient treated to the bilateral flanks, submental area, arms, and infra-scapular area with coolsculpting on (B)(6) 2020 and may have developed paradoxical hyperplasia (pah/ph) to the submental area, arms, and infra-scapular area .

Manufacturer narrative:
H11-: corrected data: d4.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/27/2023. Clarification to b3 partial date of event: "2021" and "14 months" after treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the back fat (upper flanks) and bra bulge (B)(6) 2020 using cooladvantage, coolcurve+ system applicators, and later developed paradoxical hyperplasia (ph) after treatment. The treated areas have been confirmed with ph.